Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor, but the ilet remained connected to the prior sensor, resulting in no glucose readings and a pairing failure; the user toggles between dexcom g7 and freestyle libre 3 plus, and after removing the old sensor the system initiated a warm-up and a new sensor was applied, with education and troubleshooting provided, including notification that insulin dosing would stop soon if no cgm data were available. Customer care provided assistance that included review of device connectivity and guided user troubleshooting. Investigation of this case revealed that the responsible device could not be identified and that the issue resolved after re-pairing with a new sensor. No clinical symptoms associated with no available glucose values. Outcomes included temporary interruption of automated dosing due to missing sensor data. It was concluded that the event was due to a pairing or connectivity failure without injury.